Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that the pump was not delivering insulin when a bolus was being requested. Reportedly, the pump did not deliver a bolus when carbohydrates and blood glucose (bg) values were entered into the bolus menu; however, was able to deliver a bolus using the quick bolus feature. Additionally, the customer did not receive any alerts or alarms that could have suspended insulin delivery. The customer's blood glucose level was 189 mg/dl. During troubleshooting with tandem technical support, the customer disconnected at the site and reported observing drops of insulin during the fill tubing sequence. Then, the customer delivered a test bolus of 5 units using the carbohydrates and bg value and reported observing the bolus successfully deliver and observed drops at the end of the infusion set tubing. The customer acknowledged that the pump was delivering insulin as intended and that there was no delivery issue, and declined to perform further troubleshooting on the reported event.